Event description:
It was reported as "when inspecting instruments, a cup impactor handle had a crack and needs replaced. The handle was taken out of service until the replacement is available."

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device associated with this report was returned for analysis. Reviewing the physical device, the reported event cannot be confirmed, the device handle is broken not cracked. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.